Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt, when filling the cartridge, during the load sequence. Customer declined to troubleshoot the issue with tandem technical support. Therefore, no additional information was obtained.